Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty procedure. I received a depuy 56mm pinnacle cup, a metal insert 36mm x 56mm, a femoral head, 40mm, and an aml hip stem, 13.5mm. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2009 to present. Diagnosis: advanced right hip osteoarthritis.